Event description:
It was reported that during a coronary stent procedure, the stent became stuck as the physician was attempting to pull the delivery system back into the guiding catheter. The entire system was removed without incident. No patient injury or complication occurred.